Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient developed a burn during the application of the transducer. The device was in clinical use at the time the issue was discovered. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Multiple attempts have been made to obtain further information on this incident; no further information was able to be obtained. Based on the information available, the cause of the reported problem was unable to be determined or confirmed. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting address postal: (B)(6).